Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filled to include additional information. It was reported that the patient received inappropriate shocks due to double counting. Subsequently, the product was de-activated then explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this product was explanted due to an unspecified product performance issue approximately a month after initial implant. No additional adverse patient effects were reported.